Manufacturer narrative:
Correction to the initial MDR in fields h6: device code and d4.

Event description:
A report was received that the patient was experiencing difficulty charging her ipg. The patient underwent an ipg revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing difficulty charging her ipg. The patient underwent an ipg revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.